Event description:
It was reported while using bd luer-lok¿ syringe sterile, single use the perforations were missing. There was no report of patient impact. The following information was provided by the initial reporter: the syringes come in strips of 5 that typically have perforations between each syringe package so they can be pulled apart and used individually. This batch is not perforated and makes it very difficult to only open one and not contaminate the rest.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 25-sep-2023 h6: investigation summary five samples were provided to our quality team for investigation. A visual inspection was performed, and it was observed that there were no perforations present between the syringe packages which was non-conforming per product specification. Potential root cause for the uncut packages defect is related to the packaging process. It is likely the lever that controls the airflow to the slitter station was inadvertently hit to the ¿off¿ position for a short amount of time. The lever that controls the air flow to the slitter station was relocated to a more ergonomically friendly location on the machine that works to mitigate the risk for accidental activation. A device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect. H3 other text : see h10.

Event description:
It was reported while using bd luer-lok¿ syringe sterile, single use the perforations were missing. There was no report of patient impact. The following information was provided by the initial reporter: the syringes come in strips of 5 that typically have perforations between each syringe package so they can be pulled apart and used individually. This batch is not perforated and makes it very difficult to only open one and not contaminate the rest.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd luer-lok¿ syringe sterile, single use the perforations were missing. There was no report of patient impact. The following information was provided by the initial reporter: the syringes come in strips of 5 that typically have perpetrations between each syringe package so they can be pulled apart and used individually. This batch is not perforated and makes it very difficult to only open one and not contaminate the rest.